Event description:
A zoll distributor returned an electrode belt indicating that it was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged j702 connector on the distribution node pca. The cause for the damaged connector was isolated to a strained trunk cable. The root cause for strained trunk cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt.